Event description:
Customer stated "one of our customers returned a batch of (B)(4), 10057 mystic ii pump w/mushroom cup, batch n° 230218. (B)(4) were completely broken while delivering the baby, so we replaced them immediately to satisfy customer. (B)(4) of the same batch were returned by the same customer as they doesn't trust the quality of them." 1216677-2018-00071-1 mystic ii mushroom cup 10057 e-complaint-(B)(4).

Manufacturer narrative:
Investigation, initiated manufacturer's investigation, no sample returned, review DHR. *analysis and findings the reported complaint event cannot be verified or analyzed due to the absence of the affected mystic ii, mushroom cup and pump device in that it was not returned. Should the affected device be returned in the future, the complaint may be reopened and amended as needed. A definitive root cause for the reported event cannot be determined without the actual device used in the reported event., however, in reviewing past complaint analysis and attributing to past potential root cause, it's likely that the device may have been subjected to use in a manner contrary to its intended use or function. A review of the two-year complaint history indicated that there were no other similar complaints reported previously. A review of the csi manufacturing assembly process indicated that nothing had been changed, and work instructions were being properly followed and adhered to. It should be noted that both the pump and mushroom cup assembly are 100% visually and functionally evaluated for acceptability. A review of the lot DHR for work order 230218 was performed and did not reveal any abnormalities. *correction and/or corrective action corrective action is not applicable at this time due to the absence of the affected sample for proper investigative analysis that assists in ascertaining a potential root cause. Per per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "one of our customers returned a batch of 20 pcs, 10057 mystic ii pump w/mushroom cup, batch n° 230218. 2 pcs of the 10057 were completely broken while delivering the baby, so we replaced them immediately to satisfy customer 18 pcs of the same batch were returned by the same customer as they doesn't trust the quality of them." (B)(4).